Event description:
It was stated that the customer was hospitalized for high blood glucose levels with a reading of 627 mg/dl. Prior to the event, the customer felt ill and had blood glucose levels that read high on the glucose meter. The customer stated that she did not give a manual injection to treat. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.